Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, per the conditions of authorization for this product, suspect false negatives and false positives will be reported under 21cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were too recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin inc. Received a complaint alleging a discrepant liaison sars-cov-2 trimerics igg patient test results. The customer observed liaison sars-cov-2 trimerics igg positive control failures while testing patient samples and the samples were retested on a different liaison xl analyzer in the customers laboratory. One sample changed from negative to positive. No false negative results were reported outside of the laboratory and no patient harm occurred. A diasorin field service engineer visited the customer site to inspect the liaison xl analyzer which produced the failing positive control results and it was determined that the di water sensor cable was improperly connected. The sensor was reconnected properly and the diasorin field service engineer confirmed that the liaison xl analyzer was performing as intended after the service intervention.